Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 failed due to the faulty controller board. A field service engineer disconnected the all-in-one power connection and main drawer's pyxibus cable from the communication sled. The device was then powered on. The engineer removed the pyxibus connection from each main drawer until the device powered on successfully. The issue was identified as being related to drawer 4.1 and further replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system went offline and could not be powered on. This incident resulted in a delay in patient care of about 1 hour and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.